Event description:
It was reported that the customer mentioned that she had high blood glucose levels due to a no delivery alarm. Customer stated that she went to the hospital. Customer declined a transfer to the helpline. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.